Event description:
Customer¿s mother reported that on (B)(6) 2018 customer¿s adc freestyle libre sensor detached because the customer experienced a skin reaction under the sensor. She further reported the reaction was caused by the customer¿s sweat which had accumulated under the sensor causing it to detach. She also noted the customer ¿passed out¿ while she was sleeping and was not reacting. Caller administered a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported that on (B)(6) 2018 customer¿s adc freestyle libre sensor detached because the customer experienced a skin reaction under the sensor. She further reported the reaction was caused by the customer¿s sweat which had accumulated under the sensor causing it to detach. She also noted the customer ¿passed out¿ while she was sleeping and was not reacting. Caller administered a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.